Manufacturer narrative:
A product evaluation was completed on the returned catheter. The reported event of aspiration issue was confirmed. When air was injected into pa distal lumen, leakage was observed from thermistor connector. An interlumen leakage was observed between the pa distal and thermistor lumens at the backform. Other through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body and returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The device history record review was completed and the product passed without nonconformances. Based on the available information, a manufacturing defect cannot be confirmed. As part of the manufacturing process, 100% of the units go through a balloon inflation inspection and leak test.

Event description:
It was reported that, before use in patient, a swan-ganz catheter had air aspiration. The issue was resolved by replacing the catheter. The details regarding defective lumen is unclear. There was no allegation of patient injury.

Manufacturer narrative:
Additional product codes: dyg, dqe, kra. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not completed as no lot number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.